Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Grater head is rusty.

Manufacturer narrative:
Examination of the returned products confirmed minor discoloration around the etching. The lot numbers were found to be legible. Previous investigations found the root cause may be due to too inappropriate cleaning methods counter to the recommendations in the instructions for use pamphlet. The provided cleaning method the customer used is an alkaline detergent; counter to the recommendations in the instructions for use pamphlet. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.